Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has not been returned for evaluation to date. The investigation is currently underway.

Event description:
It was reported that the pta balloon ruptured during dilatation of a stent in the iliac vein. The balloon inflation had been performed partially inside the stent and partially in the vein. Subsequently, the balloon could not be adequately deflated or removed from the stent. Eventually, the balloon was able to be removed from the stent; however, a minor vessel rupture occurred the current status of the patient is unknown.